Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and vaginal bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, back pain, nabothian cyst, cystoscopy and abdominal adhesions. Concomitant products included fluticasone propionate (flonase allergy relief), hydrochlorothiazide, lisinopril, methylprednisolone, nifedipine, nystatin, progesterone and triamcinolone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder / urinary tract / vaginal)"), urinary tract infection ("infection (bladder / urinary tract / vaginal);"), vaginal infection ("infection (bladder / urinary tract / vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abscess ("abcsess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vaginal infection, allergy to metals and abscess outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009. The number of coils trailing into the uterine cavity was 4. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of coils trailing into the uterine cavity was 4. She tolerated the procedure well. Discrepancy : more essure related surgery date: (B)(6) 2018 plaintiff more than one essure removal related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterine cervix with benign nabothian cyst. Uterine corpus with secretory phase endometrium, adenomyosis and multiple benign leiomyomas. Benign bilateral fallopian tubes. Negative for atypia, complex hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. New event abscess was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and vaginal bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, back pain, nabothian cyst, cystoscopy and abdominal adhesions. Concomitant products included fluticasone propionate (flonase allergy relief), hydrochlorothiazide, lisinopril, methylprednisolone, nifedipine, nystatin, progesterone and triamcinolone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder / urinary tract / vaginal)"), urinary tract infection ("infection (bladder / urinary tract / vaginal);"), vaginal infection ("infection (bladder / urinary tract / vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abscess ("abcsess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vaginal infection, allergy to metals and abscess outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009. The number of coils trailing into the uterine cavity was 4. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of coils trailing into the uterine cavity was 4. She tolerated the procedure well. Discrepancy : more essure related surgery date: (B)(6) 2018 plaintiff more than one essure removal related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: uterine cervix with benign nabothian cyst. Uterine corpus with secretory phase endometrium, adenomyosis and multiple benign leiomyomas. Benign bilateral fallopian tubes. Negative for atypia, complex hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea. Lot number:627291 manufacturing date:2008-05 expiration date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and vaginal bleeding. Concurrent conditions included uterine bleeding, back pain, nabothian cyst, cystoscopy and abdominal adhesions. Concomitant products included fluticasone propionate (flonase allergy relief), hydrochlorothiazide, lisinopril, methylprednisolone, nifedipine, nystatin, progesterone and triamcinolone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder / urinary tract / vaginal)"), urinary tract infection ("infection (bladder / urinary tract / vaginal);"), vaginal infection ("infection (bladder / urinary tract / vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009. The number of coils trailing into the uterine cavity was 4. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of coils trailing into the uterine cavity was 4. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: uterine cervix with benign nabothian cyst. - uterine corpus with secretory phase endometrium, adenomyosis and multiple benign leiomyomas. - benign bilateral fallopian tubes. - negative for atypia, complex hyperplasia or malignancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and vaginal bleeding. Concurrent conditions included uterine bleeding, back pain, nabothian cyst, cystoscopy and abdominal adhesions. Concomitant products included fluticasone propionate (flonase allergy relief), hydrochlorothiazide, lisinopril, methylprednisolone, nifedipine, nystatin, progesterone and triamcinolone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal);"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vaginal infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, 2009. The number of coils trailing into the uterine cavity was 4. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of coils trailing into the uterine cavity was 4. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: uterine cervix with benign nabothian cyst. - uterine corpus with secretory phase endometrium, adenomyosis and multiple benign leiomyomas. - benign bilateral fallopian tubes. - negative for atypia, complex hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal); nickel allergy, pelvic pain, abdominal pain were added. Outcome for events added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.